Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All catheters are 100% inspected at the time of manufacture. Literature article: a simple protocol to prevent external ventricular drain infections authors: alexander c. Flint, md, phd, vivek a. Rao, md, natalie c. Renda, md, bonnie s. Faigeles, np, mph, todd e. Lasman, md, william sheridan, md neurosurgery 72:993¿999, 2013 doi: 10.1227/neu.0b013e31828e8dfd. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 14 patients experienced infections when using a non-antibiotic-impregnated catheter. According to the article, the 14 infections occurred a median of 8 days after placement. The article noted that 9 patients experienced ventriculitis. After the introduction of the infection control protocol (using a rifampin/minocycline&#12877;pregnated catheter), a single infection occurred at 11 days after placement. Reportedly, the single patient with an infection removed their own external ventricular drain (evd) approximately two days before developing culture-positive ventriculitis. Organisms cultured from cerebrospinal fluid (csf) in the baseline period were staphylococcus epidermidis, coagulase-negative staphylococcus, staphylococcus capitis, staphylococcus aureus, stenotrophomonas ma ltophilia, vancomycin-resistant enterococcus, candida species, and exophiala spinifera. Reportedly, the organism cultured from csf in the 1 positive case in the evd infection control protocol period was streptococcus pneumonia.